Event description:
It was reported to boston scientific that a naviflex rx delivery system was attempted to be used for a stent placement procedure in the bile duct, performed on (B)(6) 2023. During preparation, it was found that the guide catheter was separated. The black part of the guide catheter was detached. Another naviflex rx delivery system was used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter adress 1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.